Event description:
A malfunction alarm marked as malf 3 was reported, and the pump was confirmed to be under warranty. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the pump to be replaced and instructed the customer to use multiple daily injections as backup insulin therapy. The customer was also guided on how to put the pump in storage mode before returning it using a pre-paid label within ten days.